Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the device is returned and the investigation is completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, upon connecting the vasoview hemopro tissue welder to the hemopro dc extension cable for the pre-cautery test, the hemopro power unit emitted a beep and the hemopro tissue welder would not turn off. The activation toggle switch was not engaged on the vasoview hemopro tissue welder at the time. The user switched off the hemopro power unit and disconnected the tissue welder. The reporter stated that the wires on the tissue welder jaw appeared to be misaligned. A new unit was used to complete the procedure. The dc extension cable was new and had not been subjected to more than 20 sterilization cycles, per instructions for use (IFU). There were no pt effects. The product is available for collection and inspection.